Event description:
The customer reported via phone call that she had high blood glucose into the 300-400's mg/dl. Customer was not sure if the cannula was kinked or not. Customer has been under tremendous stress and was also sick. Customer thinks that those things contributed to her high blood glucose. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.